Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is shattered and is not functional. Contact stated that customer fell and landed on the pump. The touchscreen is unresponsive to finger touches as the screen is shattered completely. The customer's blood glucose (bg) was 365 mg/dl. The customer administered a manual injection. Reportedly, the customer would continue use of manual injections for alternate insulin therapy.